Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast ptosis manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two 255cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture and left-sided rupture postoperatively. In addition, the patient experienced breast ptosis (side unknown). The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified allergan breast implants on (B)(6) -2022. Upon explantation, the left-sided device was observed to be ruptured. The devices were inadvertently discarded and are not available for product evaluation. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 1-apr-2022, the analysis was completed based off of a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, the ruptured implant was observed with silicone covering the surface on the surgery back-table. In addition, there was silicone on the towel that the implant was sitting on. As the product involved in this complaint was not available since was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).